Manufacturer narrative:
(B)(4) follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: unknown, batch#: unknown. It was reported by customer that couple of months ago, they had a leaky sterile water vial, and yesterday when they were injecting medication, they were not sure if got her full dose as there was some liquid dripping from the needle. Rcc received a complaint via email. Patient reported that a couple of months ago she had a leaky sterile water vial, and yesterday when she was injecting medication, she was not sure if she got her full dose as there was some liquid dripping from the needle. Patient requesting replacement. Ae: none. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.